Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, premature battery depletion was observed. It was noted that there was a drop in battery voltage the day the device was implanted which it never recovered from. No additional information was reported.

Event description:
New information on (B)(6) 2018 states that the device battery was analyzed and the battery recovered showing 4.5 to 5 years remaining.